Event description:
It was reported that it was difficult to disconnect the tubing from the maxzero tri-fuse system while in patient use. The customer confirmed during follow up, that there was no harm to the patient as a result of this event.

Manufacturer narrative:
The customer¿s report that it was difficult to disconnect the tubing was confirmed. An attempt to disconnect the extension set from one of the trifuse ports was difficult and not successful. Lab pliers were used in another attempt to disconnect the sets and was successful in disconnecting the mating components. Previous investigations have shown that if the male luer was overtightened upon connection, then it would have been difficult to disconnect the male luer from the mating component. The set was visually inspected for cracks, misassemblies or damages to the components. No anomalies were found with the received sets during initial visual inspection. The mating male and female luer components were measured and were found to be within iso standards. The root cause not be definitively determined.

Event description:
It was reported that it was difficult to disconnect the tubing from the maxzero tri-fuse system while in patient use. The customer confirmed during follow up, that there was no harm to the patient as a result of this event.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that it was difficult to disconnect the tubing from the max zero tri-fuse system.